Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon squeeze the handle to clip the vessel, no clip was included in the applier and the led monitor showed the remaining clip as 16ea but after tested it (no clip was fired) it remained as1 not 10. You can see 01 in the image.. They open a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon squeeze the handle to clip the vessel, no clip was included in the applier and the led monitor showed the remaining clip as 16ea. They open a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed with the instrument. The instrument was cycled but the pusher bar was not functioning. The instrument was disassembled to inspect internal components with acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.